Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached an elective replacment indicator ( eri). There is a concern that the battery has depleted earlier than expected.